Event description:
After implant of an evoke spinal cord stimulation (scs) system, the patient presented to the emergency room reporting a new ¿severe¿ pain starting in the left leg. A magnetic resonance imagery (MRI) was performed which revealed no abnormalities. Prescription pain management medication was administered. It was noted the physician felt the pain would resolve with time and was not related to device. Approximately two weeks later, saluda personnel was notified that the patient was admitted to the hospital due to pain levels. An MRI is scheduled. Additional information was requested but not available at time of report.